Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the therapy of this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were found to be previously programmed off, for the last 2 years. It was noted there was a lot of noise observed. There was no further information. This s-ICD remains implanted. No adverse patient effects were reported.